Event description:
Only low primary stability achieved, no osseointegration. Soft bone. Four implants were set at the same time, 3 implants with normal healing. No pain, no purulency. Removed implant.